Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report. (B)(4).

Event description:
It was reported that the patient presented at the hospital one month ago complaining that she can no longer hear with her device. No story of trauma was reported. Previous testing from 2006, 2008 and 2009 show channels 7, 8, and 9 in hi impedance. The most recent testing from (B)(6) 2011, confirms that the device has malfunctioned.